Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of a g120 scaler, it had a water solenoid that was clogged, restricting water flow, debris in water hose, pinched tubing, water regulator cannot regulate water flow, and the hp cable is kinked, restricting water to the insert. No injury resulted.